Event description:
Technician alleged that the bed had no brakes or steering.

Manufacturer narrative:
Technician replaced the left and right gap stops, the steering, four brake casters, the IV pole and sleeve, the head and foot cylinders and two gears to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.